Event description:
A patient reported therapy is turning off by itself. The patient stated her implantable neurostimulator (ins) was turning off and she had a return of symptoms in the last week. There were no trauma or falls related to the issue. The patient noted she is a quilter and working a ¿long-arm quilting machine¿ which is computerized. The patient stated an incident where this happened, but she assumed it was cell phone in her pocket. The patient stated the stimulation was turning itself off when it should be on, the patient stated she actually sees the lighting bolt disappear without her turning stimulation off. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Information was received from a healthcare professional. The caller reported the same issues as described previously regarding the therapy turning off by itself and the loss of stimulation sensation but also noted that the patient would have to turn therapy back on to have urinary control again after the device turned itself off. The caller ran an impedance check and all leads were within normal range.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) reported that therapy was turning off by itself and patient would lose stimulation sensation and have return of symptoms. Patient would have to turn therapy back on to felt stim and have urinary control again. Caller wanted to know what next. They did impedance check and nothing shown out of range, caller wasn't able to give any impedance values. Hcp called and stated that they had not heard anything back regarding this patient's situation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.